Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned with the saddle pin loose and both bearings missing from the saddle pin, only one of the bearings was returned as the other bearing was missing. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure used the device sutura, makes which the shooting trip and runs good but the second shot gun cannot close. Recharge is taken apart and without her gun close ok. Another like device was used to complete the procedure. There were no adverse consequences for the patient.